Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that wasn't working on the top half of the screen. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had a touchscreen that wasn't working on the top half of the screen. The customer was provided with the part number for a replacement touchscreen. A follow up was performed with the customer, and it was reported that the touchscreen was replaced to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.